Event description:
It was reported by service report that the siderail was not able to lock in the upright position. It is unknown if there was patient involvement or if there are adverse consequences to report.